Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor error. The customer states there is blood at the site. The customer's blood glucose level at the time was 155mg/dl. The customer states the site is actively bleeding. Troubleshoot was conducted. The customer is being sent out replacement sensors.